Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.a 2.25mmx12mm promus element stent delivery system was advanced to the lesion against resistance. It was reported that the stent became "folded and crooked in every direction". The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.25mmx12mm promus element stent delivery system was advanced to the lesion against resistance. It was reported that the stent became "folded and crooked in every direction". The device was removed from the patient. The procedure was completed with another.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.25mmx12mm promus element stent delivery system was advanced to the lesion against resistance. It was reported that the stent became "folded and crooked in every direction". The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found severe kinks along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).